Event description:
Olympus was informed by the biomedical technician at the user facility that whenever the facility tries to add an instrument to the visera 4k ultra high-definition camera control unit, having trouble removing it. The problem was found during reprocessing. No death, injury or harm was reported. The device was returned to the olympus service center. Upon inspecting and testing, the rear panel has a screw missing for the left ¿a¿ output, serial digital interface (sdi) 1. This report is being submitted to capture the missing screw defect.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue however, the problem is when the scope connector of the camera hear is inserted into the receptacle it is difficult to remove. Additionally, the front panel is cracked and the rear panel has a missing screw for the left ¿a¿ output sdi 1. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the rear panel was missing screws. The specific root cause of the rear panel missing screws could not be determined at this time. Olympus will continue to monitor field performance for this device.